Event description:
It was reported patient experienced pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2021, wherein the patient's ipg pocket was repositioned. Reportedly, the issue resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.